Event description:
It was reported that the touchscreen on the customer's pump was not responding. There was no adverse impact to the customer's blood glucose level. No additional information was provided.